Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and t2 were returned detached from the device. The needle overmold assembly was severely bent. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation revealed that the actuator tip functioned, but with moderate resistance. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. The root cause for material twisted or bent was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after deploy of t1 of the fast-fix 360 curved the t2 deploy prematurely; both t's were removed form patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).